Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had failed battery test. The customer¿s blood glucose level was 154 mg/dl. Troubleshoot was performed. Pump alarmed with replace battery now. Customer stated contacts are neither missing nor damaged. Customer received battery failed alarm during normal use. The customer was advised to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No failed battery test alarm, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Unit passed the displacement test, self test, sleep current measurement and active current measurement.